Manufacturer narrative:
Primary unique device identification (UDI) number: (B)(4). Investigation is ongoing.

Event description:
As reported from france by our edwards lifesciences affiliate, during a transcatheter valve implant procedure, some force was needed to cross the delivery system with the transcatheter valve through the tip of the 14fr esheath+. The valve was successfully deployed, with no issues during inflation, and no difficulties encountered during removal. However, after withdrawing the esheath+ from the abdominal aorta, a distal tip tear was observed, and a plastic fragment from the distal tip was missing (5mm x 2mm), apparently from the collar. It was assumed that it may have been lost and migrated in the patient's circulation, although this was not confirmed. Consequently, the patient was monitored in case of clinical symptoms. Finally, the patient did not experience any injury and was discharged in a stable condition.